Manufacturer narrative:
Corrected information: date received by MFR. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned for evaluation with the dilator partially inserted. The sheath was disconnected from the check-flo body. No damage was noted to the flare. The flare passed through the large lumen but not the small lumen of the flare gauge, which met specifications. The outer diameter of the tubing flare and inner diameter of the connector cap were measured to be within specification limits. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per the IFU, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. This product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an angiogram, the flexor raabe guiding sheath fell apart as it was being removed. The physician utilized another manufacturer's device to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.